Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "backflow" was confirmed due to a glass fragment (approximately 0.9 mm in size) found trapped between the check-band and stress-member. This is a single use device and will not be repaired. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) that one (1) infusor lv5 device was observed backflowing from the fill port during filling. The device was being filled with 5-fluorouracil and normal saline. There is no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.